Event description:
Attune fb impactor broke in half.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found an additional report against the identical product code/lot code combination. The previous report was investigated and expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune impactors have been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples. The root cause of the new failure mode of the device fracturing into smaller pieces is currently being investigated per dr-(B)(4) and CAPA-(B)(4). The complaint shall be closed to CAPA; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.